Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an laparoscopic assisted distal gastrectomy procedure, the hand switch would not work properly. The foot switch was used to complete the case. After a while, the hand switch functioned properly. There were no adverse consequences to the patient.